Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor, and was unable to obtain scan reading. The customer subsequently lost consciousness, and required treatment of glucose by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Physical investigation of product is not anticipated as reporter indicated device was discarded. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre sensor, and was unable to obtain scan reading. The customer subsequently lost consciousness, and required treatment of glucose by a healthcare provider. There was no report of death or permanent injury associated with this event.